Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the insulin gauge was incorrect and altitude alarm occurred while not outside of the labeled operating altitude range. The customer's blood glucose ranged between 145-190mg/dl. Reportedly, the customer changed pump supplies to resolve the issues.